Event description:
On (B)(6) 2014, it was reported to animas that the pump screen was blank. No additional information was available. There was no adverse event associated with this complaint. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump was not available to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.